Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer scheduled a repair reduction evaluation/in-service for endoscopes appointment with an olympus endoscopy support specialist (ess). The ess performed the repair reduction evaluation/in-service for endoscopes for the staff and noted recommendations for the staff. All reprocessing steps should be in the correct order for the correct amount of time. The time of scope precleaning was documented and shared with reprocessing staff to avoid delayed reprocessing. The scopes should be leak tested after each use. Ethylene oxide (eto) valve and mb-155 leakage tester silver cap should be inspected and be dry prior to use. Leak testing should be completed without auxiliary tubing or valves attached. There should not be any detergent in the water during the leak test. The sink should be filled enough to completely submerge scope. Scopes are to be observed for a minimum thirty (30) seconds. Scopes only pass when no more bubbles escape from the scope. The mb-155 cord is detached from scope after the scope is resting on a dry surface and depressurized for thirty (30) seconds. Lint free cloths should be used on the scope. Brushing should be done while scope is completely submerged with slow, short strokes while sending brush down channels. The scope is to be soaked in detergent for the recommended amount of time. Scopes are purged with air after being purged with water. Single use brushes and single use syringes should only be used once, not placed in the automatic endoscope reprocessor (aer), reprocessed, and reused throughout the day. Damaged scopes that are placed in medivators should be validated for use by medivators with the proper steps. Scopes were not to be stored with auxiliary tubing or valves attached to scope. The ess informed the customer of the findings. In addition, the recommendations as well as the mb-155 leakage tester manual was emailed to the customer. The ess requested the customer inspect the guide pin inside the connector cap was not missing, broken, or deformed. The ess also spoke with customer regarding recent scopes having an image error and needing to be sent in for repair. The customer stated that recently, an issue was discovered that the staff had not been leak testing scopes for over a year, at least. The leak tester was not working properly. When the staff was doing leak testing, the leak tester was showing water underneath the cap. The manager ended up instructing the staff to stop leak testing as the leak tester appeared to be damaged. Single use brushes and single use syringes were being reprocessed in medivators and used multiple times throughout the day. Some of the scopes needed to be evaluated due to the water intrusion. The facility had been using a third party for repair. The facility had purchased a new mu-1 maintenance unit and mb155 cord, which was in the scope room ready for use. The customer stated that there was no death, injury or infection. The customer reported possible water intrusion into the scopes and noted that the staff had been taking additional steps when leaking testing the scope to pressurize the scope prior to submersing the scope and to remove the scope completely out of the water prior to depressurizing the scope. The customer was looking to purchase a dry leak tester to leak test their olympus flexible scopes. The ess recommended the use of the protech flexible endoscope tip protectors to protect the endoscope tips during transport and storage. The ess was unsure if the leak tester was not working or if the maintenance unit was not working. The ess thought the issue was how the staff was disconnecting it under the water and that could possibly be where the staff was seeing the water come from, which was an observation during previous in-services. The facility had stated the failed equipment had been replaced. The facility had received multiple in-services and had been instructed to leak test the scopes after every use. There have been no reports of patient infections or positive scope cultures at the facility, however the ess did not believe the facility performed this type of testing. The ess believed that the reported water intrusion was caused by the facility failing to leak test and not rinsing with water and air. The detergent was getting baked onto the scope when putting it in the medivator, which resulted in a white residue. As the staff was not performing the leak testing and not performing the manual cleaning correctly, the ess believes the staff was missing leaks and then putting the scopes into the solution allowing for the fluid immersion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The user facility reported to olympus that the image on the monitor and had lines and was distorted while using the evis exera iii colonovideoscope. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the staff was inadequately trained in device handling or reprocessing in accordance with the instructions for use (IFU). This issue is addressed in the IFU: "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. " "1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators." "Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Per the legal manufacturer, the initially reported events (the image on the monitor and had lines and was distorted) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.